Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced but failed to cross the lesion. The device eventually crossed the lesion and inflation was attempted. However, during first inflation for 5 seconds, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.